Event description:
Certified nursing assistant was transferring resident with vanderlift utilizing a medium sling. Resident required a large sling. Resident fell from lift due to sling hooks tearing. Resident had requested staff to utilize the non-reinforced hook because the sling was too tight if used the reinforced area.